Manufacturer narrative:
D4- UDI would not fit in field: (B)(4). This is one of the two manufacturer reports being submitted for the same event. Reference related manufacturer report number (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in the mitral position in which the patient was treated for a sapien m3 paravalvular leak. On (B)(6) 2026, the patient underwent placement of a plug, which resulted in some reduction of the leak but did not fully resolve it. The patient's symptoms were not reported; however, the patient was reported to be doing well following the procedure and was transferred to recovery.